Event description:
It was reported that a patient alert was triggered for the right ventricular (rv) lead pacing impedance being variable and high several weeks after implant. The rv lead also had some oversensing. It was questioned if the device had a possible setscrew issue. A surgical revision was scheduled. The rv lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A d334vrm implantable cardioverter defibrillator, (B)(6) 2012. (B)(4).